Event description:
It was reported the pt experienced a loss of therapeutic effect. Initially, the pt had overstimulation and was instructed how to turn the device down and off. Several days later, the pt experienced no stimulation. The pt fell and stated the stimulation is covering the right side pain, but the left side only works when the pt turns to the right and it is an intermittent stimulation. The hcp reported originally the system had been placed for groin pain, but the pt now wants it programmed for stimulation in lower back. Several attempts were made to reprogram, but the hcp was unable to reprogram for stimulation in the lower back. The pt later reported having surgery to correct the issue. Device registration system indicates that extension was replaced. The MFR's rep was able to successfully reprogram the pt.

Manufacturer narrative:
Extension.